Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint is unconfirmed. The root cause could not be determined. The device history record was reviewed and no exceptions documents were found. The complaint data base was reviewed and 1 similar complaint for this lot number was found.

Manufacturer narrative:
The suspect device is not expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports that while they were manipulating the catheter the tip detached inside the patient. The physician stented the catheter tip in place within the patients superficial femoral artery.